Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was replaced with a wolverine cutting balloon, and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was replaced with a wolverine cutting balloon, and the procedure was completed. No patient complications were reported.